Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: photos received for analysis. Pictures show product with fibers, particles like hair and carton. The material was received in a different box than the shipper box manufacturer uses to package and ship material to customer. It seems that at some point, material is taking out from the box and put into another box. According to this, the condition reported by customer could be caused for additional material handling prior arrival to final end user, that is considered out of control. Product samples received for analysis. Material incoming inspection records for the outer pouch, part number, and inner pouch, part number used in the lot of the reported complaint were reviewed and no issue was found. According to current revisions, all bags shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man foreign material was not detected during inspection. As per customer complaint event "many foreign matters like wood chips in the box and also wood chips and like a hair in the sterilization bag", during evaluation of sample provided, there was not found a foreign matter greater than 1mm 2 or any other that can be visible. Therefore, the criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1 mm2 is complying and device is conforming. This man factor does contribute to the reported complaint defect. Based on the present analysis, and condition of samples received it is determined that the reported complaint is not confirmed and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a reservoir was used. There were many foreign matters like wood chips and like a hair in the sterilization bag. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not received. Additional information provided: -qty of product involved: 1 => 13. -qty to be returned: 1 => 13. -additional product: 2178 (lot#: unk) x15 involved, x15 returned. => ju0981 / ju0983 / ju0966 /ju0967. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please request clarification of the following information regarding what the quantities represent? Reservoir 2179. Ju0981 quantity to return/4 quantity involved/ 2. Ju0983 quantity to return/6 quantity involved/ 1. Ju0966 quantity to return/1 quantity involved/ 1. Ju0967 quantity to return/2 quantity involved/ 2(one hair-like foreign matter). Reservoir 2178. Ju0903 quantity to return/15 quantity involved/ 3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.